Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was performing brain aneurysm surgery on a patient when he felt something was wrong with the hyrbid1214da microguidewire while inserting it into a blood vessel. He then pulled it out for inspection and discovered it was broken. Used to guide the microcatheter into the intracranial branch blood vessels and establish an intracranial branch blood vessel access."